Event description:
The user facility reported that the involved tr band lost pressure alone and the patient bruised at the puncture site. Additional information was received on 08 mar 2023: procedure performed was a left coronary catheterization procedure. The part of the band that was losing pressure was the valve. Hematoma was achieved with a new tr band. The estimated blood loss was +/- 5-10cc. The patient was in stable condition. A hematoma formed on the patient.

Manufacturer narrative:
The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).